Event description:
It was observed that one lot of bd 3ml syringes did not contain appropriate number labels, just lines. This lot was removed from stock and reported to manufacturer by hospital quality and safety rns. The exact catalog number is unknown, but the lot was recorded. There were 20 single syringes found. (There is a total of 200 in a box.) The affected devices have been returned to the manufacturer.